Event description:
It was reported that the table locks did not actuate without foot pedal activation, causing the tabletop to unexpectedly free float in both the lateral and longitudinal directions. There was no injury reported. This situation could contribute to an injury if a pt or operator were unaware of this condition while loading or unloading a pt. The ensuing instability could lead to a fall.

Manufacturer narrative:
The ge field engineer (fe) found that the foot pedal actuator was not properly aligned with the pedal board sensor, which simulated a float command to the table. The fe readjusted the actuator and verified that the locks were functioning nominally.